Event description:
At the moment good faith attempts to obtain further information from the treating nurse have been unsuccessful to date. Moreover, review of in-house programming history indicated the last known good system diagnostics were from (B)(6) 2011 and were ok/ok/2/no.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
A nurse at a vns patient clinic in (B)(6) reported that they had a patient with high lead impedance, output status limit, dcdc 7. The patient's seizure pattern was reported to have changed slightly, not worse just more scattered rather than clusters. Their vns device was programmed off. X-rays were taken and inconclusive as reviewed by surgeons. X-rays were not provided to the manufacturer for review. The patient will keep diary of their seizures and review in 3 months to see if a new vns is required. Therefore no further interventions are planned at this time. The patient has no history of knocks. No further information is available at this time in regards to the reported event. Good faith attempts are underway.